Event description:
It was reported that during a cochlear implant surgery the motor device was "getting too hot and had error code e6". There were no delays to the planned surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was duplicated and confirmed. The root cause was determined to be misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.